Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-32652. It was reported that the patient presented with erosion of the pacemaker through the skin, consistent with infection. The entire system was explanted. There were no patient consequences.